Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the field service representative (fsr), another ccp used this ccm on (B)(6) 2016 and did not experience any problem. The fsr downloaded the data logs and returned to the manufacturer for further evaluation. The fsr installed a loaner ccm, configured and performed a release test. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. During the laboratory evaluation the complaint was not duplicated. The product surveillance technician (pst) connected the ccm to lab-use only (luo) system-1 power supply and observed the ccm to boot up normally. He tested all areas of touch screen with no issues, including activating and deactivating cpg menu and clamp timer. Powered off the ccm and moved to cold chamber for three hours at 10 degrees celsius. He retrieved the ccm, connected the ccm to luo system-1 power supply and observed the ccm to power up and function with no issues observed. He continued to test the ccm over a three day period occasionally testing functionality of clamp timer, cpg and touch screen with no issues. The pst performed cable agitation testing with no issues observed. The device was sent to service for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) was not functioning. Per further clarification with the perfusionist (ccp), he stated the issue was not a total screen failure. The issue with the screen was he was unable to activate the clamp timer or the cardioplegia (cpg). After numerous attempts, the ccp was able to activate them but it required finding just the right spot to touch (it was a very specific area). The ccp has not experienced this before that he can recall. The device was not changed out, as the customer is still using the ccm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.